Event description:
It was reported that during the surgical procedure, the trocar left metal paint residue on the patient. The procedure was completed with no delay and no additional procedure was required. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Additional information provided by an isi representative confirmed that the particulate was not paint residue as initially reported, but residue from an instrument. The device was not returned for evaluation. The event description is consistent with the use of a potentially defective cannula.